Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a pseudoaneurysm also occurred which required unspecified surgical intervention. The cause of the pseudoaneurysm was not reported. No additional adverse patient effects were reported